Event description:
On 3/26/93 rptr had plates and pedicle screws implanted at l3-4 and l4-5 for degenerative disc disease and chronic disc rupture. The problem was temporarily resolved after surgery. The problem of increased pain became worse before rehabilitation. After rehabilitation, rptr had problems with increased pain in back, down hip, left leg to the foot, and also increased pain just below the surgical incision site at the point of fusion above l3-4.